Manufacturer narrative:
Correction: additional information: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. The instrument was loaded. Thirteen partially formed staples were stuck to the sulu. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while resecting the bowel during an open whipple procedure on (B)(6) 2017, the stapler fell apart. A new stapler was opened to resolve the issue in order to complete the case. There was no reported patient injury.